Event description:
A malfunction alarm, identified as malf 0, was reported, with no notable events occurring prior to the incident. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support provided assistance in resetting the pump, and the malfunction did not recur after the reset. The customer was informed that they could continue using the pump and was advised to contact support again if any issues arise.